Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a ventricular septal defect (vsd) observed causing the patient to become hypotensive. Seven days following the valve implant the patient¿s family chose to admit the patient to hospice and not pursue any additional interventions. The patient subsequently died on an unknown date. The cause of death was not received. It is unknown whether an autopsy was performed. Per the physician, the post dilation with a non medtronic balloon may have contributed to the patient's death. The post valve implant dilation was performed as a result of a residual gradient. The physician does not allege that the valve cause or contributed to the event.